Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that the catheter "burst when inflated for the very first time under saline with the provided syringe (1 ml of air)". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4), upon further review it was determined that this was not a reportable event, thus, the initial MDR submitted on 19 july 2023 should be retracted.

Event description:
It was reported that the catheter "burst when inflated for the very first time under saline with the provided syringe (1 ml of air)". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.